Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('expulsion of essure device\malpositioned right essure coil\essure device extends from the right side of the fundal endometrial cavity towards the left corno') in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included allergic rhinitis, irregular menstrual cycle and uterine bleeding. Concomitant products included diphenhydramine hydrochloride (benadryl) since (B)(6) 2011 and olopatadine hydrochloride (patanase) since (B)(6) 2011. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"), 1 month 3 days after insertion of essure. On (B)(6) 2012, the patient experienced pelvic pain ("physical pain/pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("menorrhagia"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). On (B)(6) 2012, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), abdominal pain lower ("lower abdominal area") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy/oophorectomy (one side removal of ovary)). Essure was removed on (B)(6) 2012. At the time of the report, the device expulsion, depression, anxiety and migraine outcome was unknown and the genital haemorrhage, pelvic pain, vaginal haemorrhage, heavy menstrual bleeding, dysmenorrhoea, dyspareunia, vaginal discharge, abdominal pain lower and abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, device expulsion, dysmenorrhoea, dyspareunia, genital haemorrhage, heavy menstrual bleeding, migraine, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2010 and 3(B)(6) 2010. Discrepancy noted in essure removal date: (B)(6) 2010 and (B)(6) 2012. Discrepancy noted: in (B)(6) 2012 us done by pcp shows missing left essure and malposition right essure coil but as per surgical pathology report on (B)(6) 2012 it was mentioned that the cervix is bivalved along the coronal plane exposing a y-shaped linear intrauterine cavity that features a coiled metallic device leading from the left cornu region into the proximal aspects of the left fallopian tube . The device is consistent with a contraceptive device. As per surgical findings it was also noted that apparent appropriate positioning of essure coils in both adnexa with normal-appearing ovaries. Patient received treatment for pelvic/ abdominal ,chronic, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), general abnormal bleeding. Discrepancy noted as per pfs: patient did not underwent essure confirmation test but as per previous fu patient underwent essure confirmation test via hysterosalpingogram. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: which confirmed that the essure device was successfully occluded. Pathology test - on (B)(6) 2012: result: 1 . Cervix with mild acute and chronic inflammation . 2 . Early secretory phase endometrium. 3. Myometrium with no histopathologic changes. 4. Benign left ovary with multiple follicular cysts . 5 . Bilateral fallopian tubes with no histopathologic changes.. Ultrasound pelvis - on (B)(6) 2012: result: result: 1.one essure device identified which extends from the right side of the fundal endometrial cavity towards the left corno. This is more centrally positioned than usual for an essure device. 2. No essure device is seen on the right side. The reason for this was not given. 3. On small mass in each ovary lacking internal blood flow but does have... Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record: pelvic pain,vaginal discharge and menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-may-2021: no new information was received, then mention the update of both imdrf/FDA codes as the only change. Mr received: reporter was added, no new clinically significant information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('expulsion of essure device\malpositioned right essure coil\essure device extends from the right side of the fundal endometrial cavity towards the left corno') in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included allergic rhinitis, irregular menstrual cycle and uterine bleeding. Concomitant products included diphenhydramine hydrochloride (benadryl) since (B)(6) 2011 and olopatadine hydrochloride (patanase) since (B)(6) 2011. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"), 1 month 3 days after insertion of essure. On (B)(6) 2012, the patient experienced pelvic pain ("physical pain/pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("menorrhagia"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). On (B)(6) 2012, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), abdominal pain lower ("lower abdominal area") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy/oophorectomy (one side removal of ovary)). Essure was removed on (B)(6) 2012. At the time of the report, the device expulsion, depression, anxiety and migraine outcome was unknown and the genital haemorrhage, pelvic pain, vaginal haemorrhage, heavy menstrual bleeding, dysmenorrhoea, dyspareunia, vaginal discharge, abdominal pain lower and abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, device expulsion, dysmenorrhoea, dyspareunia, genital haemorrhage, heavy menstrual bleeding, migraine, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2010 and (B)(6) 2010. Discrepancy noted in essure removal date: (B)(6) 2010 and (B)(6) 2012. Discrepancy noted: in (B)(6) 2012 us done by pcp shows missing left essure and malposition right essure coil but as per surgical pathology report on (B)(6) 2012 it was mentioned that the cervix is bivalved along the coronal plane exposing a y-shaped linear intrauterine cavity that features a coiled metallic device leading from the left cornu region into the proximal aspects of the left fallopian tube . The device is consistent with a contraceptive device. As per surgical findings it was also noted that apparent appropriate positioning of essure coils in both adnexa with normal-appearing ovaries. Patient received treatment for pelvic/ abdominal ,chronic, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), general abnormal bleeding. Discrepancy noted as per pfs: patient did not underwent essure confirmation test but as per previous fu patient underwent essure confirmation test via hysterosalpingogram. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: which confirmed that the essure device was successfully occluded. Pathology test - on (B)(6) 2012: result: 1 . Cervix with mild acute and chronic inflammation . 2 . Early secretory phase endometrium. 3. Myometrium with no histopathologic changes. 4. Benign left ovary with multiple follicular cysts . 5 . Bilateral fallopian tubes with no histopathologic changes.. Ultrasound pelvis - on (B)(6) 2012: result: result: 1.one essure device identified which extends from the right side of the fundal endometrial cavity towards the left corno. This is more centrally positioned than usual for an essure device. 2. No essure device is seen on the right side. The reason for this was not given. 3. On small mass in each ovary lacking internal blood flow but does have... Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record: pelvic pain,vaginal discharge and menorrhagia. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 15-jun-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('expulsion of essure device\malpositioned right essure coil\essure device extends from the right side of the fundal endometrial cavity towards the left corno') and genital haemorrhage ('general abnormal bleeding') in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included allergic rhinitis, irregular menstrual cycle and uterine bleeding. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"), 1 month 3 days after insertion of essure. On (B)(6) 2012, the patient experienced pelvic pain ("physical pain/pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). On (B)(6) 2012, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("lower abdominal area") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy/oophorectomy (one side removal of ovary)). Essure was removed on (B)(6) 2012. At the time of the report, the device expulsion, depression, anxiety and migraine outcome was unknown and the genital haemorrhage, pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, vaginal discharge, abdominal pain lower and abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, device expulsion, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, migraine, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2010 and (B)(6) 2010. Discrepancy noted in essure removal date: (B)(6) 2010 and (B)(6) 2012. Discrepancy noted: in (B)(6) 2012 us done by pcp shows missing left essure and malposition right essure coil but as per surgical pathology report on (B)(6) 2012 it was mentioned that the cervix is bivalved along the coronal plane exposing a y-shaped linear intrauterine cavity that features a coiled metallic device leading from the left cornu region into the proximal aspects of the left fallopian tube . The device is consistent with a contraceptive device. As per surgical findings it was also noted that apparent appropriate positioning of essure coils in both adnexa with normal-appearing ovaries. Patient received treatment for pelvic/ abdominal ,chronic, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), general abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: which confirmed that the essure device was successfully occluded. Pathology test - on (B)(6) 2012: result: 1 . Cervix with mild acute and chronic inflammation . 2 . Early secretory phase endometrium. 3. Myometrium with no histopathologic changes. 4. Benign left ovary with multiple follicular cysts . 5 . Bilateral fallopian tubes with no histopathologic changes.. Ultrasound pelvis - on (B)(6) 2012: result: result: 1.one essure device identified which extends from the right side of the fundal endometrial cavity towards the left corno. This is more centrally positioned than usual for an essure device. 2. No essure device is seen on the right side. The reason for this was not given. 3. On small mass in each ovary lacking internal blood flow but does have... Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record: pelvic pain,vaginal discharge and menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2019: pfs received events "abdominal pain, general abnormal bleeding" were added. Outcome of events " pain, bleeding, other" were updated as recovered. Reporter information was added. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('expulsion of essure device\malpositioned right essure coil\essure device extends from the right side of the fundal endometrial cavity towards the left corno') in a (B)(6) year old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included allergic rhinitis, irregular menstrual cycle and uterine bleeding. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"), 1 month 3 days after insertion of essure. On (B)(6) 2012, the patient experienced pelvic pain ("physical pain/pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). On (B)(6) 2012, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain lower ("lower abdominal area"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy/oophorectomy (one side removal of ovary)). Essure was removed on (B)(6) 2012. At the time of the report, the device expulsion, depression, anxiety, migraine and dyspareunia outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, vaginal discharge and abdominal pain lower had resolved. The reporter considered abdominal pain lower, anxiety, depression, device expulsion, dysmenorrhoea, dyspareunia, menorrhagia, migraine, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2010 and (B)(6) 2010. Discrepancy noted in essure removal date: (B)(6) 2010 and (B)(6) 2012. Discrepancy noted: in (B)(6) 2012 us done by pcp shows missing left essure and malposition right essure coil but as per surgical pathology report on (B)(6) 2012 it was mentioned that the cervix is bivalved along the coronal plane exposing a y-shaped linear intrauterine cavity that features a coiled metallic device leading from the left cornu region into the proximal aspects of the left fallopian tube . The device is consistent with a contraceptive device. As per surgical findings it was also noted that apparent appropriate positioning of essure coils in both adnexa with normal-appearing ovaries. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: which confirmed that the essure device was successfully occluded. Pathology test - on (B)(6) 2012: result: cervix with mild acute and chronic inflammation. Early secretory phase endometrium. Myometrium with no histopathologic changes. Benign left ovary with multiple follicular cysts . Bilateral fallopian tubes with no histopathologic changes.. Ultrasound pelvis - on (B)(6) 2012: result: one essure device identified which extends from the right side of the fundal endometrial cavity towards the left corno. This is more centrally positioned than usual for an essure device. No essure device is seen on the right side. The reason for this was not given. On small mass in each ovary lacking internal blood flow but does have... Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record: pelvic pain,vaginal discharge and menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jul-2019: pfs and mr received. Product indication and essure implant date were updated. Race added. Following events were added: expulsion of essure device, device dislocation, abnormal bleeding (vaginal), menorrhagia, depression, mental anguish, migraines / headaches, dysmenorrhea(cramping), dyspareunia (painful sexual intercourse), vaginal discharge and lower abdominal area. Event severity added for: lower abdominal area. Event outcome added for: physical pain/pelvic pain, lower abdominal area, dysmenorrhea(cramping),abnormal bleeding (vaginal), menorrhagia and vaginal discharge. Reporters medical history and lab data were added. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.